Event description:
Procedure: sleeve gastrectomy. According to the reporter: staples malformed. Staples pushed out distal tip when firing, and the handle cracked. Another device was applied. The surgeon over sewed the staple line. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).